Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed, and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead - 2010 (B)(6); 4076 implantable pacing lead - 2010 (B)(6). (B)(4).